Manufacturer narrative:
(B)(4). Additional information and the sample has been requested. If additional information and/or the sample is provided, a follow-up medwatch report will be submitted accordingly.

Manufacturer narrative:
(B)(4). As the sample was not made available for analysis. Investigation summary: a complaint sample was not provided for evaluation. Consequently, the quality of the product could not be evaluated in regards to the reported issue. A review of applicable manufacturing, inspection, and packaging procedures did not identify any issues that may have contributed to the reported condition. A review of all methods and personnel used in the assembly of the device did not identify any issues that may have contributed to the reported issue. Consequently, the investigation determined there was no contribution of manufacturing personnel to the reported issue. In addition, no issues were found during review of the internal production records for the lot indicated that could result in the reported condition. This includes review of all raw material and components used during the manufacture of the lot involved. A review of complaint data determined this complaint constitutes an isolated event. Based on the investigation results, a definitive root cause could not be identified for the reported issue as a sample was not returned for analysis. All applicable manufacturing and quality personnel will be notified of this report in an effort to heighten awareness regarding this issue and minimize any impact from the manufacturing processes. The manufacturing plant is continuing to monitor this issue to identify the need for any further actions.

Event description:
Customer reported: during the thoracentesis procedure, the 18g needle with self sealing valve did not seal properly causing the patient to have a small pnuemothorax, confirmed on xray. Air was heard escaping by dr (B)(6).  An incident report has been filed.